Event description:
The patient was initially referred for a prophylactic battery replacement and then a broken lead was observed so the patent underwent a full revision. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.